Event description:
The customer observed imprecise quality control results following calibration of vitros bhcg ii reagent on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not process pt samples using vitros bhcg ii while quality control was unacceptable. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a single falsely elevated quality control result was obtained following calibration of vitros bhcg ii reagent lot #0330. Review of analyzer datalogger files identified an early indicator of a potential issue with the reagent metering subsystem. Ocd field service investigated and made necessary repairs to the reagent metering and other subsystems, returning the vitros eciq to expected operation. Acceptable performance has been observed following the service activity. The most likely root cause of this event is instrument related.